Manufacturer narrative:
Device remains implanted.

Event description:
It was reported the patient had an unknown sling implanted on an unknown date. The patient was later implanted with an artificial urinary sphincter (aus) due to an unspecified reason. The new aus consisted of a 4.0 cm cuff, pump and balloon. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.